Event description:
It was reported that a non bsc lead was attempted due to other non-product experience. It is unknown if device will return for analysis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).